Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental solutions that the customer continues to have high blood glucose. The customer's mother stated the set was not put in correctly. The customer's blood glucose was 597mg/dl, stated basal have been recently changed. The customer stated they will call back if high blood glucose continues, so we can walk them through changing a set.